Manufacturer narrative:
The surgeon has chosen not to remove this broken screw. Since this screw was not removed it was not possible to perform an evaluation on this device. No further patient information could be gathered from the surgeon. The surgeon used a pedicle finder from another manufacturer to create the holes for the affected screws. It is unknown if this contributed to this issue or not. The surgical technique for this system clearly states to use the rti surgical pedicle finder when preparing the holes. The pedicle finder that was used has a larger profile then what is supplied with the system. Device still implanted in the patient.

Event description:
Patient came in 8 months after a 6 level posterior spinal fusion surgery(c3 to t2). It was discovered during this follow up visit that one of the 4.5mm screws had broken at t2. The patient is asymtomatic and the construct is stable. Therefore, the surgeon has chosen not to revise.